Event description:
Customer reports two incidents of clotted dialyzers during pt treatment during event date month. Use numbers unknown for one incident (occurred in tandem dialyzer set-up). Reuse number 1 for other incident occurred on a single dialyzer set-up. Both treatments were continued with new disposables without incident. No pt injuries or medical interventions reported.